Event description:
It was reported that frost to the needle occurred. During the use of an ice force needle for a cryoablation procedure, the physician noticed the needle froze down the shaft. The physician completed the procedure with this needle by applying warm saline to the patient's skin. No patient injury occurred. No further complications were reported.

Event description:
It was reported that frost to the needle occurred. During the use of an ice force needle for a cryoablation procedure, the physician noticed the needle froze down the shaft. The physician completed the procedure with this needle by applying warm saline to the patient's skin. No patient injury occurred. No further complications were reported.

Manufacturer narrative:
The device was returned for engineering analysis. The device was functionally tested and found the shaft temperature out of specification which points to insufficient thermal insulation of the needle. The ice ball size was within specification and was not compromised due to the thermal insulation loss. The needle was disassembled and no soldering flux residuals or corrosive signs were seen on the vacuum sleeve external surfaces. No gas leaks were detected. There was no evidence of a manufacturing assembly related cause for this issue based on analysis and DHR review. This component failure can occur without a specific reason during cyroablation and does not interfere with the device function i.e. Ability to form an ice ball.